Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? No, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study. Unknown additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of "needles that pop off from suture" from lot tbbhxd. Please confirm the number of "needles that pop off from suture" from lot tcbhrk. When did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify it was reported that "the lots they have identified are tbbhxd (I have an example of this lot) and tcbhrk (no example but they said they had several of these)". Please clarify if the mentioned "examples" are products involved or products to be returned for analysis. Please specify the quantity. What is the procedure name and date? The single complaint was reported with multiple events. There are no additional details regarding the additional events. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-08368. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The or is reporting that they have had some issues with the subject item, in that the needles are popping off the suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/13/2024. H6 component code: g07002 incomplete device returned. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that one labeled winding former with a partially dispensed suture that pertains to product code 8411h was returned for analysis. In order to evaluate the conditions of the returned sample, the needle was not received for evaluation. The suture was examined, and a mark of correct insertion was noted in the extremes of the suture; however, the force used to detach the needle from the suture could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.